Manufacturer narrative:
Additional narrative: the sample has not yet been received by baxter for evaluation. Should the device or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter that a reservoir of a two-day infuser had ruptured after the filling process. It is unknown what the sample was being filled with. There was no report of patient injury or medical intervention. No additional information is available.